Event description:
Device malfunction: incomplete tissue capture. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip was deployed, but was unable to completely capture the tissue and did not achieve hemostasis. The clip remains in the common femoral artery. The patient was reported as obese. Hemostasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.